Event description:
It was reported that during an unknown procedure, the device locked on a vessel. It is unknown what vessel and how it was removed. No tissue trauma was reported. A different device was used to complete the procedure. No patient impact was reported. The device was discarded. Additional information received (B)(6) 2010: laparoscopic cholecystectomy.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.